Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient has reported "rupture". Device remains implanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on the manufacturer internal reference number is: (B)(6) 2020 with lot number 2967554. Analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified sharp broken on posterior, missing shell (0-25%), missing orientation dot (75-100%). A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior of broken device assessed as a surgical impact opening. Missing shell and orientation dot assessed as inconclusive.

Event description:
Patient has reported "rupture". Device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Device has been explanted.